Manufacturer narrative:
Service representative replaced the breathing unit pt block and performed all functional tests.

Event description:
Customer reported an as3000 anesthesia system displayed inaccurate fresh gas and o2 monitoring.